Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level. The cause or treatment of the high bg was not reported. Although requested, the contact did not reply to tandem technical support's requests for more information.